Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative fracture or breaking of instruments has been reported for general instruments."

Event description:
It was reported that during a total hip arthroplasty on (B)(6) 2016 the inserter fractured in the trial cup. There was no delay and no pieces fell into the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the instrument showed evidence of thread fracture. Root cause of the event was most likely attributed to bending overload and/or cross threading; however, a conclusive root cause could not be determined. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."